Manufacturer narrative:
(B)(4). Eval summary: the device was not returned for eval. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was not report of any leak in the product noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The return of the device for eval or having the anatomical conditions of the lesion may have assisted in the eval and determination of cause. To ensure this type of damage is not a result of manufacturing, all stent delivery systems (sds) are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use in the finished good lot and then again once the finished goods lot is completed, a sampling of units are again rupture tested prior to the release of the finished goods lot. There were no non-conforming material records issued for this lot related to this incident and there have been no similar incidents reported for this lot. Although a conclusive cause for the rupture cannot be determined, there is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the de novo lesion was located in the mid left anterior descending artery (lad), which was mildly tortuous, moderately calcified, and 99% stenosed. The vessel diameter was 3.2 mm and lesion length was 10 mm. Pre-dilatation was performed and the xience v stent delivery system (sds) was advanced to the lesion. During the first inflation to 10 atm for three seconds the sds balloon ruptured. The whole catheter including the stent implant was withdrawn from the pt without any difficulties. Another xience v stent was deployed to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.